Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the surgeon was using (B)(4) and the surgeon twisted it and it became apparent there was a problem. The needle then broke inside the patient and my understanding is that the needle had to be left there. There were two needles involved with the same product code but they had different lot numbers ¿ hthbfk and 184350.

Manufacturer narrative:
(B)(4).